Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that after surgery it was observed that one of the three inner screws had fallen out of the universal modular electric/battery double trigger handpiece.